Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken pitch cable at the yaw pulleys. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument stopped working. A backup instrument was used to continue the procedure. The procedure was completed with no reported injury.